Event description:
Suture breakage. Customer reports suture breakage during surgery. There are no alleged consequences to the patient attributed to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.